Event description:
It was reported that the device was at end of life and was not able to be interrogated. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device was at end of life and was not able to be interrogated. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4194 implantable pacing lead (B)(6) 2006; 6937a implantable tachy lead (B)(6) 2006; 7000 competitor implantable tachy lead (B)(6) 2006. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.